Manufacturer narrative:
A complete analysis and testing of 3 sealed reservoirs showed that they are functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It is reported that a customer found air bubbles in their reservoir compartment of their insulin pump. The patient's blood glucose level was at 400 mg/dl. The caller declined trouble shooting the issue because the customer and pump are not with her at the time of the call. The caller will send the reservoirs back for analysis. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.